Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was found out to be dislodged. The patient was presented to the emergency department with left arm twitching. At revision, it was found out that the lead was twisted. The lead was explanted. No additional adverse patient effects were reported.